Event description:
Early 1970's bilateral breast augmention with 120cc silicone (dow corning) implants. Jan 2003 physical exam: bilateral grade ii capsular contractures. Left breast implant is higher, more superior and firmer than the right. In 2003, pt underwent bilateral capsulectomy with implant removal. Both implants were ruptured within the capsule - no free silicone in chest. Pt augmented with mentor silicone implants bilaterally.